Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the average tortuous and severely calcified shunt vein. A 6.0 x 40/40 (fr) f/g sterling otw balloon was inflated for 30 seconds and ruptured at 15 atmospheres. The balloon was removed intact. The procedure was completed. The patient status is listed as "no problem" with no complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.